Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018; 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and capture could not be confirmed on the right atrial (ra) lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.